Event description:
It was reported that the therapy/paddles cable would not lock preventing defibrillation therapy. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed the therapy/paddles cable would not lock onto the connector and the device was stuck in power on self-test. Physio replaced the therapy receptacle connector assembly and flex assembly from the user interface to system/memory pcb to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable connector at the failure analysis center and found a pin from the therapy cable broken off inside contact socket #1. The removed flex assembly was also tested and the reported condition was not duplicated.